Manufacturer narrative:
The investigation was based on the reported event and enhanced information like email correspondence and logfile analysis at the manufacturer site. According to the investigation results the reported event could be confirmed. The log analysis the of the affected v500 with product serial no. (B)(6), produced in may 2015, had shown that the cockpit infinity c500 posted several alarm messages concerning "device failure 6 , mv low, airway pressure low, device failure 7 and device failure 12" alarms around the time of the event. At present, it can be presumed that there is a problem on the pcb and/or sim card. However, the customer was recommended to have the device inspected by a dräger workshop in order to determine the exact cause of the failure. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. If the ventilation unit could not be successfully reset within the first 8 seconds, a further reset would be triggered. After three ineffective reboots, the system would be automatically switched off with accompanying alarms. The emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The device reacted like specified posted accompanying alarm messages and opened the safety valve for spontaneous breathing. Based on the investigation, it is recommended that the device be sent to the manufacturer repair center for the necessary repairs. There is no feedback from the customer about the device status. No patient health consequences have been reported. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported there was a device failure and the vent shut off. This event occurred in the pediatric ICU. The device alarmed. There was no patient injury reported. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported there was a device failure and the vent shut off. This event occurred in the pediatric ICU. The device alarmed. There was no patient injury reported. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation.